Event description:
It was reported that the patients ipg was no longer working as intended. It was also noted that the lead had high impedances. The patient underwent a revision procedure wherein the ipg and lead were replaced. All explanted device components were kept by the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI, upn: m365sc8416700, model: sc-8416-70, serial: (B)(6), batch: 7012034.